Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3 and h6. As reported, the physician had an issue with a 5 french mynxgrip vascular closure device (vcd), where the device didn't feel right when it was deployed in the body. It was noted that when shuttling the colored handle down, the user described much more resistance than normal. The device was deployed in the body; however, it didn¿t feel right when it was deployed. For extra precaution, the team held extra pressure and then kept the patient flat for an extended amount of time. There was no reported patient injury. The device was being used during a diagnostic procedure. A retrograde approach was used for the procedure. The deployer of the device was mynx certified. A 5 french non-cordis sheath was used for the procedure. The femoral artery suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. Unusual force was not applied while retracting the sheath, due to the defective device. The advancer tube was visible and engaged. The device was stored and prepped per the instructions for use (IFU). The storage temperature did not exceed 25 °c. The device was not returned for evaluation as previously expected. The reported event of ¿shuttle-shuttle advancement issue¿ could not be confirmed as the device and sheath were not returned for analysis. The exact cause of the shuttle advancement issue could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the advancement issue reported. However, it is possible that the issue experienced could have been caused by the sealant swelling up prematurely or procedural sheath factors, both of which can cause resistance during the shuttle deployment step. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step and/or failure to open the sheath¿s stopcock before shuttle advancement, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a shuttle advancement issue. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ based on the information available for review, there is no indication that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the physician had an issue with a 5 french mynxgrip vascular closure device (vcd), where the device didn't feel right when it was deployed in the body. It was noted that when shuttling the colored handle down the user described much more resistance than normal. The device was deployed in the body; however, it didn¿t feel right when it was deployed. For extra precaution, the team held extra pressure and then kept the patient flat for an extended amount of time. There was no reported patient injury. The device was being used during a diagnostic procedure. Retrograde approach was used for the procedure. The deployer of the device was mynx certified. Hey 5 french non-cordis sheath was used for the procedure. The femoral artery suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. Unusual force was not applied while retracting the sheath, due to the defective device. The advancer tube was visible and engaged. The device was stored and prepped per the instructions for use (IFU). The storage temperature did not exceed 25 °c. The procedural device will not be returned for evaluation, however 21 sterile devices will be returned.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.